Event description:
As reported: "during a tibial plateau plating case today at (B)(6) hospital, the head of a 3.5mm cortical screw snapped off. Body of screw remains in patient. No additional intervention was done in relation to alleged event. A few attempts at removal of broken screw failed and screw left alone. There was no surgical delay. Not a lot of time was spent to remove the screw. No adverse consequence to patient at this moment of time. Broken screw was a cortical/non locking/bone screw, torque limiter was not used."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the screw was returned broken, as reported. The device inspection revealed the following: the reported failure mode could be confirmed as the screw is broken at the threaded part below the head; the functionality of the device cannot be given anymore. The screw head has separated from the screw body. The fracture face shows a uniform fine grained texture on one side, and a shiny deformed area on the other side with visible torsion lines. In addition, stress marks are visible at the bottom of the head, most likely caused by overtightening the screw after its contact with the plate. Therefore, this breakage was most probably caused by an excessive bending or torsional load applied when inserting the screw. Based on investigation, the root cause was attributed to a user-related issue. The failure was most likely caused by excessive torsional or bending load applied when inserting the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "during a tibial plateau plating case today at bedford hospital, the head of a 3.5mm cortical screw snapped off. Body of screw remains in patient. No additional intervention was done in relation to alleged event. A few attempts at removal of broken screw failed and screw left alone. There was no surgical delay. Not a lot of time was spent to remove the screw. No adverse consequence to patient at this moment of time. Broken screw was a cortical/non locking/bone screw, torque limiter was not used.".